Manufacturer narrative:
Correction b.1 adv evnt/prod prob correction b.2 intervention req correction h.1 serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction additional code: imf (annex f) health impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation:the reported error code 7 after booting up was verified during preliminary service. Note device evaluation is in progress and not yet completed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that there was error code 7 (sc mpu external a/d converter -gain1 reference hard error) after booting, and error code 6 (sc mpu external a/d converter -gain 0 reference hard error),error code 7 (sc mpu external a/d converter -gain1 reference hard error) and error code 100( sc mpu ss watchdog timeout hard error) in history log. The use of the instrument was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that there was no adverse effect to patient because of the error. The flow to the patient was not affected. The hand crank was used due to the instrument issue during transit, upon arrival at the hospital, the instrument was immediately replaced. Device evaluation summary update: the reported error code 7 after booting up was verified during preliminary service. The issue was resolved by replacing the assy system controller module. Preventive maintenance was performed per specifications. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.